Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that his infusion set was due to be changed when he was about to pull back the serter to lock it in place during insertion and the tubing detached by the quick release while it was still in the serter. So, he had to start over again with a new set. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation, it was found that the tubing was detached from the tubing connector due to missing glue. No further information available.